Manufacturer narrative:
The vascular clamp is a component within a convenience kit and is not manufactured by roi cps, llc. Applied medical resource is the manufacturer of the malfunctioning device.

Event description:
Vascular clamp inserts are difficult to lock into the vascular clamp. No harm to patient. Clinician was able to use the insert with much struggling and maneuvering.